Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient experienced arterial bleeding after navigation to the lesion during an electromagnetic navigation bronchoscopy (enb) procedure. The physician performed "necessary means to stop bleeding" and aborted the procedure. The physician attributed the event to a procedure that patient had two months prior to the enb procedure, and not to a enb device.